Manufacturer narrative:
No device allegations.

Event description:
It was reported that this system was explanted due to infection. The patient was non-compliant and engaged in recreational drug use. A replacement system may be implanted in the future if the patient becomes compliant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to include the as received device code.